Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error.

Event description:
Healthcare professional reported for unknown side "accidentally implanted a sizer instead of an implant. The sizer is currently implanted in the patient and physician recommends that it be exchanged for an implant as soon as possible". The device remains implanted.